Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft break occurred. The target lesion was located in the leg. A 3.00mm x 30mm emerge¿ balloon catheter was advanced for dilatation. However, upon removing the balloon catheter over the wire, the shaft broke. The device was completely removed from the patient. The procedure was stopped and was rescheduled. No patient complications were reported and the patient' status was fine.